Event description:
It was reported the cannula deployed while the pink slide insert did not move forward indicating that there was a needle mechanism failure. The patient reported being unsure if the cannula was properly seated in the infusion site. The patient did not provide blood glucose levels. As treatment the patient replaced the pod. The patient discarded the pod.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.